Event description:
According to the facility on (B)(6)2022 a foley catheter 'slipped out as the staff noticed the balloon burst' requiring an additional foley catheter to be placed.

Manufacturer narrative:
According to the facility on (B)(6) 2022 a foley catheter 'slipped out as the staff noticed the balloon burst' requiring an additional foley catheter to be placed. Per the facility the patient was admitted to the ICU from the ER with a foley catheter in place. When the staff assessed the catheter the 'catheter slipped out and the staff noticed the balloon had burst'. Per the facility an additional catheter was placed and the additional catheter also 'slipped out'. The facility then tested a foley catheter prior to insertion which showed 'good balloon integrity' and the foley was successfully placed without 'slipping out'. According to the facility the device is not available as the sample was discarded. No additional information is currently available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.